Event description:
It was reported that the t:slim x2 pump's battery would not charge, and a power source alert was noted at the time the issue began. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by continuing to use the same tandem wall adapter and charging cable, and the pump resumed charging without requiring further assistance.